Event description:
Treatment of an opthalmic right aneurysm. It was reported middle section of the pipeline would not open after deployment. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).